Manufacturer narrative:
(B)(4). Quest medical, inc. Has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient' history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital's pediatric floor rn reported that while adjusting a set which included the q2 multiport manifold, the nurse encountered an issue. The nurse reported that the tubing detached from the set just above the checkvalve as she was using the highest "y site" on the set. It was reported that the pt was a child receiving pain medication (morphine) at the time of the alleged event. There were no pt complications reported as a result of the alleged event. The device was not returned to the manufacturer for evaluation but the lot info was provided.